Event description:
The user facility reported that after a phlebotomy procedure the clinician alleges that the "needle sprang up like a garden hose" and pt received a used needle stick. The facility is used to another version or product and feel that the needle is too light and caused needle to spring back. User facility does not feel product malfunction but rather due to them being a new user and a technique issue.